Manufacturer narrative:
The information provided by stryker orthopaedics' clinical department. No additional information is available at this time. Additional follow-up information may be obtained by the clinical department as it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
I contacted study coordinator for dr by phone on (B)(6) 2010 in response to an e-mail request for assistance with data clarification requests (dcrs) as dr participating in the trident tritanium acetabular revision shell study. In the phone conversation indicated that study subject (B)(4) had experienced a fall approximately two weeks post operatively which resulted in a fractured wrist. Indicated the pt claimed that the fall was a result of the hip. I was able to determine that the subject is now more than 1-year post-operative and the device is still implanted.